Manufacturer narrative:
The device was not returned for analysis as it was implanted in the patient. The investigation is underway and a supplemental report will be submitted. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received report that after fully deployment of the pipeline device, there was a significant bend in the area inside the aneurysm. It was attempted to "tap" out the bend expand the pipeline, but the pipeline subsequently prolapsed into aneurysm. Post procedure angiographic results revealed the ped fully opposed in the left distal internal carotid artery (ica) with distal aspect of pipeline floating in aneurysm. This event occurred during the treatment procedure of a 26mm cavernous aneurysm, saccular, unruptured, with a 5mm distal and 3.2 proximal landing zone. The anatomy was moderate in tortuosity. Post the procedure, the patient had some neuro deficits (overnight) and was brought back the next day to try and retrieve the ped and alleviate the situation. However, the procedure was unsuccessful. The patient was reported to have expired, the reason given verbally from staff was "retroperitoneal bleed", however, this has not been confirmed directly by the treating physician.

Manufacturer narrative:
Per the reported information, it appears that the pipeline device was slightly undersized as the aneurysm neck was 26mm and the device selected was 30mm in length. Therefore, there was not enough device coverage at the distal and proximal ends of the device, subsequently, causing the device to bend in the middle segment. When the user attempted to correct the pipeline device placement, the pipeline was inadvertently pushed (tapped) into the aneurysm. Therefore, leading to the post procedure neurological deterioration. However, the pipeline device did not cause or contributed to the post procedure right groin hemorrhage and death. Based on the reported information, there is no evidence suggesting that the pipeline device was defective, but rather a procedure and user related event. Device migration and neurological deterioration are known inherent risks of endovascular procedure and they are documented in the pipeline instruction for use (IFU). Per the pipeline instructions for use (IFU): select an appropriately sized ped such that it is fully expanded diameter is equivalent to that of the largest target vessel diameter. An incorrectly sized ped may result in inadequate device placement, incomplete opening, or distal migration. Anchor ped at least 2-3 mm into the proximal and distal segments of the parent artery, preferably in a straight portion of the parent artery. Use fluoroscopy to carefully monitor the tip of the core wire during ped deployment. Ped foreshortens substantially (50-60%) during deployment. Take device foreshortening into account when deploying ped. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received the following additional information: the patient was reported to have expired 4 days post the intervention from the retroperitoneal bleed as a result of a failed angioseal in the right groin. The bleed was alleged to have gone undiagnosed until it was too late.